Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly during interrogation. The device was reprogrammed which resolved the issue and normal function resummed. The device remained implanted.

Manufacturer narrative:
(B)(6).